Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that label printer not worked. The field service engineer (fse) dialed into the system remotely and reconfigured the label printer, restoring proper printing functionality. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a label printer issue occurred. The label printed clearly only down the middle, while the sides of the label appeared very faint. There were no delay or adverse events or injuries reported based on this event.